Manufacturer narrative:
The device passed unexpected restart error alarm test. No unexpected restart error alarm. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was 157 mg/dl. Customer has experienced multiple unexpected restart alarms after battery change. The insulin pump will be returned for analysis.